Event description:
It was reported that this pacemaker was part of a system revision due to possible pocket erosion. Reportedly the patient pacemaker was extruding, the technical services (ts) referred the patient to the physician. There was no additional adverse patient effects reported. This pacemaker remains in service.